Manufacturer narrative:
The evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. Replaced multiple components while troubleshooting the issue. However, a single likely cause part was not identified; replacement of the architect i2000sr instrument was considered the resolution for the inconsistent architect total b-hcg results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, ln 03m74 was identified.

Manufacturer narrative:
This event was previously reported in manufacturer report number 3005094123-2018-00040. After further evaluation, the suspect medical device in question was changed from the architect b-hcg assay, list number 07k78, to the architect i2000sr analyzer, list number 03m74-02. All further information will be documented under this manufacturer report number. (B)(6). An evaluation is in-process.

Event description:
The customer observed a false positive architect b-hcg result. The customer provided the following data for a (B)(6) non-pregnant female: sid (B)(6): initial 501 miu/ml (positive), retest <1.2 (negative). Sid (B)(6) female, not pregnant: initial 381.66, and the retest was <1. On (B)(6) 2018. Sid (B)(6): initial 1073.40 miu/ml, retest <1.2 miu/ml. On (B)(6) 2018, sid (B)(6) female: initial 863.08 miu/ml and the retest was <1.2 miu/ml. There was no adverse impact to patient management reported.